Manufacturer narrative:
Date of event: the event date is unknown. The event was provided vis a survey from the (B)(6). Based on the information provided, it cannot be determined that the alleged increase in wound size is related to the kerrafoam¿ simple border dressing. It is unknown if and what medical or surgical intervention was required. The survey did not provide any contact details; therefore, kci/crawford was unable to obtain any additional clinical information related to the reported event.

Event description:
On (B)(6) 2020, the following information was reported to kci/crawford following a customer service evaluation survey of the kerrafoam¿ simple border dressing: there were two cases that alleged the wound size increased. No additional information available. The kerrafoam¿ simple border dressing lot number is not available and the product was not returned; therefore, a device history review and a device evaluation could not be performed.